Event description:
Contacted regarding erroneously elevated troponin (accu tnl) results from 3 different pts that were generated by the unicel dxl 800 access instrument. The elevated accu tnl results were: 0.86 ng/ml from pt c. The customer did not provide information if the elevated results were reported out of the lab. The customer stated that they re-peat all accu tnl samples which are 0.50ng/ml or greater. As per their lab procedure, they re-spin an aliquot of the sample and run the supernatant in a sample cup. The pt (a, b, c) original samples were re-tested for accu tnl. The re-peated accu tnl results were: 0.02ng/ml for pt a, 0.03ng/ml for pt b, and 0.02ng/ml for pt c. The customer indicated that there has been no change to pt treatment attibuted to or connected with this event.